Manufacturer narrative:
Additional information received indicated that after reviewing the pump's t:connect data, the pump was found to have been functioning as intended. The reported high blood glucose (bg) levels occurred after the user aborted and completed the temp rates. The high bg level did not occur while the temp rate was active. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 260 mg/dl with moderate ketones. A bolus of insulin and insulin injections were used to address the bg level. The contact thought that the pump did not completely deliver the insulin during basal delivery and that the temp rate function on the pump wasn't working in the evening hours.